Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following breast reduction, the patient experienced pain at the ipg site and ineffective stimulation from the right occipital lead. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the ipg and lead were repositioned to address the issue. Therapy was restored post procedure.